Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: cath lab manager. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the patient had a 6fr sheath in the right common femoral artery. At the end of the procedure (type of procedure unknown) the tech deployed the angio-seal device. When the device was drawn back for the anchor to oppose the inside of the vessel wall, the entire device came out of the access site. On further investigation of the device, the staff could see that the anchor of the angio-seal was still in the tip of the angio-seal sheath. The anchor never came out of the sheath. Manual pressure was then held on the access site and hemostasis was achieved. There was no harm to the patient. There was no blood loss reported. The event occurred intra-operative. The patient was not injured during the event and medical/surgical intervention was not needed. There is not a direct allegation that the reported device caused or contributed to patient injury and/or need for medical intervention.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. Since the sample was not available for evaluation, the complaint cannot be confirmed. The exact root cause cannot be determined. The likely cause was determined to have been a non-deployment event due to an obstruction of the distal tip preventing proper device deployment. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/ hazard based risk table (hbrt).